Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016 the receiver had a white flatline across the screen when she is one hour into the warm up. There was no report of any injury or medical intervention. No additional event or patient information is available.